Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, the stapler wouldn't close on lung. The surgeon was not able to squeeze the handle. Surgeon opened another stapler. There was no patient injury.